Manufacturer narrative:
Product not yet returned. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: : user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Last 6 tests in memory: "lo", "lo", "lo", 107mg/dl, 103mg/dl, 92mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo." Last 6 tests in memory: "lo", "lo", "lo", 107 mg/dl, 103 mg/dl and 02 mg/dl. No adverse event reported.